Event description:
When the nurse attempted to withdraw the l-cath peel away system, after 11 cm, the catheter became stuck. Hot compresses were applied to release the hardness and redness. Two subsequent attempts to remove the cath were unsuccessful. A thoracic surgeon removed the catheter.